Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no. A36616-inv,,a36516,975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal.bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Essure insertion date provided as : (B)(6) 2012 (discrepancy noted). On the left side, 3 coils were noted when finished. Lot number (a36616 ) is invalid lot number: 975396 manufacturing date: 2012-04 expiration date: 2015-04. Lot number: a36516 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no. A36616-not valid,a36516,975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal.bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Essure insertion date provided as : (B)(6) 2012. Lot number: 975396, manufacturing date: 2012/04, expiration date: 2015/04. Batch number a36616 is invalid. Most recent follow-up information incorporated above includes: on 9-jan-2020: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no. A36616-not valid, 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal.bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Essure insertion date provided as : (B)(6) 2012, (B)(6) 2012. Lot number: 975396, manufacturing date: 2012/04, expiration date: 2015/04. Batch number a36616 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, bladder problems, urinary problems or changes, dysmenorrhea (cramping), plaintiff did not undergoes essure confirmation test" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no. A36616-not valid, 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vag. Infect"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal.bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Lot number: 975396 ,manufacturing date: 2012/04, expiration date: 2015/04. Batch number a36616 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no: 975396, a36616-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vag. Infect"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal. Bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Amendment: the report was amended for the following reason: case upgraded to incident. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no. 975396, a36616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vag. Infect"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal.bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain, vaginal infection most recent follow-up information incorporated above includes: on 13-jan-2020: medical records received : lot number added. Reporters added. Medical history and concomitant conditions added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure (batch no. A36616-inv,a36516,975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included uti, vaginal discomfort, hypertension, depression, cholecystectomy and post-traumatic stress disorder. Concurrent conditions included painful urination, low back pain, uterine bleeding and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), vaginal infection ("bladder/urinary problems: vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal. Bleeding: gen. Abnorm. Bleed., migration, vaginal infection. On the left side, 0 coils were noted when finished. On the right side, 4 coils were noted when finished. Essure insertion date provided as : (B)(6) 2012, (B)(6) 2012. Lot number (a36616 ) is invalid. Lot number: 975396 manufacturing date: 2012-04, expiration date: 2015-04. Lot number: a36516 manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vag. Infect"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic/abdominal. Bleeding: gen. Abnorm. Bleed., migration, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously added injury nos was replaced with pelvic pain & new events-abdominal pain, gen. Abnormal. Bleeding, psych injury, migration, vaginal infection, were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.